Event description:
The reporter stated that the surgeon was inserting a visian icl (implantable collamer lens) model micl 12.6mm and the lens flipped over in the eye. The surgeon enlarged the incision to remove the lens and opted not to insert another lens. A suture was used to close the incision.

Manufacturer narrative:
Eval: results: a lens serial work order search was performed for similar complaints within the search and one similar complaints was found.